Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was successfully loaded onto the pump to address the alarm.